Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. Gfe response confirms that the customer was provided a replacement/exchange device on (B)(6) 2023 to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event. And the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported, that during the device evaluation at bench repair, it was identified that the device had no audio. There was no reported adverse event to the patient or user.